Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient spent 20 hours per week charging their previous ins since the implant date. Pt said the charge duration got worse and worse over time and was a contributing factor to the pt getting a replacement spinal cord stimulator. Patient services specialist documenting reported event. Pt had to use another machine to read the serial numbers. No symptoms were reported.